Event description:
Loss of integration: the patient shows up with the implants that cameaway. Loss of integration.

Event description:
Loss of integration: the patient shows up with the implants that came away. Loss of integration.